Manufacturer narrative:
G4:11dec2020 b4: (B)(6) 2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem.the fse replaced the overly power switch to resolve reported problem. The device passed required performance verification tests per manufacturer's specifications. The unit is fully functional and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer called into technical support (ts) reporting that the device has alarm light emitting diode (led) failure. The customer reported there was no patient involvement at the time the issue was discovered.